Manufacturer narrative:
Investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and service max the root cause of waste leakage, without bleach, not contained within the wet cart was due to a worn check valve. Upon arrival, the fse (field service engineer) had confirmed the source of the leak at part#: 334044 - check valve waste. He replaced the part and was not able to replicate the leak. After the repair, the instrument was tested and was performing normally. The replaced part was not requested for evaluation as it is not returnable. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s are cautioned to wear proper ppe (personal protective equipment) especially when handling waste as instructed in the user guide, bd facscanto¿ ii flow cytometer instructions for use. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety.

Event description:
It was reported that during use with a bd facscanto¿ ii ruo the waste line leaked outside of instrument. The following information was provided by the initial reporter: it was reported that there is a fluid leak originating from fluids compartment of the wet cart. 1. Was the leak / spill contained within the instrument? No. 2. Was the leak / spill in a customer accessible location? Yes. 3. What was the fluid that leaked / spilled? Unknown. 4. What is the source of leak / spill? (Waste or non-waste line) unknown. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. 7. Leak or drip was under pressure. Additionally, on 2020-09-22, the fse provided the following additional information: the leak was not mixed with bleach or decontaminate. Per fse, the leak was in the waste line in the back of the wet cart before the tank. The tank is bypassed at this account and the waste goes down the drain.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii ruo the waste line leaked outside of instrument. The following information was provided by the initial reporter: it was reported that there is a fluid leak originating from fluids compartment of the wet cart. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leak or drip was under pressure. Additionally, on 2020-09-22, the fse provided the following additional information: the leak was not mixed with bleach, or decontaminate. Per fse, "the leak was in the waste line in the back of the wet cart before the tank. The tank is bypassed at this account, and the waste goes down the drain."